Event description:
Following a right proximal femoral hemi-arthroplasty with bone cement, pt experienced a drop in blood pressure and cheyne stokes respirations in recovery room. Reintubation was required. Pt was transferred to sicu in critical condition. Blood pressure and pulse remained labile even with medication. Remained comatose and went into junctional rhythm. Family requested no CPR. Expired 2/15/94.